Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was determined that the analyzer had a damaged pin on the patient connector and that it therefore needed its patient connector replaced. It passed its functional and systems tests and no other anomalies were found. It was to be replaced and sent on for repair. (B)(4).

Event description:
It was reported that the software analyzer originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.